Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1 mm vticm5 12.1 implantable collamer lens of -11.0/2.0/084 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2022 the lens was exchanged for a same model longer length lens and different power due to lens rotation. The exchange lens was implanted vertically and the problem was resolved.